Event description:
It was reported that during a knee replacement procedure, the staples were not forming; would not proximate the skin and coming out. A new stapler from a different lot was used to complete. No adverse patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that, "after reduction with the trial head, the surgeon could not dissociate it from the neck of a stem. Because, it was too tight. The surgeon was trying to dissociate the trial head again and again. As a result, he could dissociate it from the neck of a stem."

Manufacturer narrative:
(B)(4). (B)(4). Device (a) was returned in good visual condition and fully functional. There were 10 partially-formed staples received inside the package. When tested for functionality, the device fired and formed the remaining 30 staples as intended. The device fired without any difficulties and the staples were noted to have the proper box shape. Device (b) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Devices (c), (d) and (e) were received sterile and in good visual condition. The devices were opened and tested for functionality. When tested for functionality, the devices fired and formed the staples as intended. The devices fired without any difficulties and the staples were noted to have the proper box shape. A batch record review was performed and no anomalies were found during the manufacturing process. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).